Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited detergent solution or disinfectant solution remaining on insertion section or distal end (including each channel and nozzle). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "foreign material in air/water channel, cylinder and auxiliary channel¿ malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber) glue. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.